Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited high threshold measurements, intermittent capture, and no capture. The physician theorized a different lead shape might help the lead get into a position with better thresholds. The lead was not used, and another lead was implanted. It was noted that at the end of the procedure, the newly implanted lv lead captured the tissue only on one vector configuration. Phrenic nerve stimulation and diaphragmatic stimulation was noted in all configurations. High threshold measurements, intermittent capture, and no capture was also noted. It was noted that the patient experienced discomfort with having difficulty speaking due to the phrenic nerve stimulation. The patient also experienced pain from the contractions due to phrenic nerve stimulation. The lead was repositioned and subsequently programmed off post procedure due to phrenic nerve stimulation. No further patient complications have been reported as a result of this event.